Event description:
An aortic valve was implanted into a pt on 7/12/95. The pt was doing well until recently when he began to experience weakness and shortness of breath. Follow-up with his cardiologists revealed that the implanted valve was leaking and required replacement. During the surgery to replace the valve, it was discovered that one of the valve leaflets had come detached from the valve. The leaflet was retrieved with suction and a new valve was implanted.